Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider removed the o2 source, lowered the fraction of inspired oxygen (fio2) setting, reconnected the o2 source, the device started normal operation and there was no gas leak noise.

Event description:
It was reported that during patient use with a cylinder at 100% oxygen (o2), the ventilator o2 pressure lowered, so a nurse changed to connection from cylinder to wall source. A gas leak noise was observed from under the mixer and the ventilator did not operate. The lower part of the mixer was swollen. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.